Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, any user created after cert update were unable to login. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the identity manager (idm) certificate was expiring and needed replacement, as idm versions 3.3.x and below uses a single ssl certificate for signing and encryption, while versions 3.4.x and above can use separate certificates. A technical support specialist tss imported the new certificate into the windows certificate store and assigned it to the hypertext transfer protocol secure (https) binding in internet information services (iis). Tss then updated the certificate¿s thumbprint in the signing certificate fields of the security token service configuration table in the idm database. Permissions for the iis application pool user were configured, and the certificate was added to trusted root certification authorities. Finally, tss restarted the web services to apply the changes and ensure proper encryption and signing functionality, but customer again mentioned there were login issues in station and tss proceeded to bind and run configuration intrusion detection system (ids) and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, any user created after cert update were unable to login. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.